Event description:
It was reported that during the patients implant procedure a hair was seen in the ipg header prior to the ipg being placed into the patient. A different ipg was used to complete the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.